Manufacturer narrative:
Analysis received the unit with no button response due to a flattened dome switch. Motor error alarm occurred due to no button response. Motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm and a no delivery alarm. The customer's blood glucose was 127 mg/dl at the time of incident. The customer was able to rewind the insulin pump. The customer stated that the drive support cap was protruded. The customer stated the unit responds without pressing. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.